Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect and embedded foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and a molding defect and embedded foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there were 5 tubes with foreign matter discovered prior to use with a bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty tubes (367929) were found from lot. 9280940.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 5 tubes with foreign matter discovered prior to use with a bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty tubes (367929) were found from lot. 9280940.